Event description:
An impella 5.5 device was placed via a right axillary surgical approach in a 58-year-old female patient presenting in society for cardiovascular angiography and interventions (scai) stage c, with the indication listed as preoperative placement. After arrival to the intensive care unit (ICU), a hematoma was noted at the surgical access site. The intra-operative hemoglobin was 7.2 g/dl, and the hemoglobin on arrival to the ICU was 6.6 g/dl. In response, two units of packed red blood cells (prbcs) were ordered. An ice pack and pressure dressing were applied to the surgical site. Distal pulses were present, and the hematoma was evaluated by the surgeon. The patient remained on impella 5.5 support at the time of reporting. Access-site hematoma and bleeding are known risks associated with surgical large-bore arterial access and may be influenced by patient-specific factors and perioperative conditions. Later in the 10 day support the team observed an automated impella controller alarm and temporary pump stop. The pump stopped and restarted on its own. Later that night, the same pump encountered a controller failure, which was resolved by switching to a different console. His is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.